Event description:
It was reported that the ilet touchscreen was cracked while the device was in a gym bag, after which the screen could not be unlocked even though the pump continued delivering insulin. Symptoms included no injury. Outcomes included continuation of insulin delivery with the user remaining on pump therapy. Investigation included a review of the complaint description and arrangement for replacement of the device. Investigation of this case revealed physical damage to the touchscreen resulting in loss of usability and loss of watertight integrity. It was concluded that the device sustained mechanical damage leading to a nonfunctional touchscreen and that replacement was required.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance